Event description:
The hosp took the new pump from the box and wanted to prepare it for the first use. The filter could not be screwed onto the screw thread because the thread was not compatible with the filter threading. The pump was not used.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.